Event description:
As reported by implant patient registry, a patient underwent explant of their 29mm sapien 3 ultra resilia valve in the aortic position approximately 1 year and 2 months post tavr procedure. The device was explanted and replaced with an edwards surgical valve. According to the medical records reviewed, this patient underwent explant of a 29mm sapien 3 ultra resilia valve due to endocarditis, approximately 1 year and 2 months post implant. A dual chamber pacemaker and leads were also excised during this hospitalization and replaced 12 days later. A tee was performed and noted a well seated tavr valve, no aortic stenosis, no intravalvular regurgitation, mild paravalvular regurgitation and a linear mobile echodensity that is most likely attached to the valve leaflet. Appearance consistent with vegetation. An intraoperative tee, a prior bioprosthetic valve is visualized, the leaflets are thickened, there is a mobile echodensity in the lvot that appears to be associated with the av and not the mv, concerning for vegetation. The exam also noted likely moderate aortic insufficiency (shadowing/artifact make determining intravalvular versus perivalvular difficult). Surgical pathology findings state the explanted valve was consistent with history of endocarditis.

Manufacturer narrative:
Update to b4, b5, g3, g6, h2, h11. Upon further investigation, a redaction to this report is required. The new information received in medical records indicates that the surgical pathology findings appears to be consistent with endocarditis. Prosthetic valve endocarditis is a serious complication in patients that have these devices. It can occur early (60 days or <) or late (>60 days) after valve implant. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. With the new information provided, this event is no longer reportable to the FDA. As the new information indicates, the endocarditis occurred >60 days post tavr implant. Based on these results, this complaint is no longer considered to be a reportable event, and a corrected report is being submitted.

Event description:
As reported by implant patient registry, a patient underwent explant of their 29mm sapien 3 ultra resilia valve in the aortic position approximately 1 year and 2 months post tavr procedure. The device was explanted for an unknown reason and replaced with an edwards surgical valve.

Manufacturer narrative:
Investigation is ongoing.